Manufacturer narrative:
B3: date of event: updated to (B)(6) 2020 as it was further reported that the exact date of the event was unknown, but event occurred end of august.

Event description:
It was reported that the balloon burst. A 4.0mmx40mmx135cm sterling balloon was selected for a percutaneous transluminal angioplasty (pta) procedure. During the procedure, the balloon burst at 4 atmospheres and contributed to a patient complication. Another sterling balloon was used to complete the procedure. It was further reported that the stenosis was very soft. When the balloon was inflated one time, to a less than nominal pressure, contrast media began leaking out of the balloon. The balloon was removed successfully from the patient with no remaining fragments left in the body. No patient complications occurred and the patient was fine.

Manufacturer narrative:
Date of event: estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the balloon burst. A 4.0mmx40mmx135cm sterling balloon was selected for a percutaneous transluminal angioplasty (pta) procedure. During the procedure, the balloon burst at 4 atmospheres and contributed to a patient complication. Another sterling balloon was used to complete the procedure.